Event description:
Caller reported a rapid increase in indicated battery charge by 10% over a short period, but it did not result in an unexpected shutdown. There was no reported impact to the customer's blood glucose level, as they declined to answer whether it had exceeded 500 mg/dl. Customer technical support (cts) planned to contact international support for additional assistance and follow up. A follow up with cts confirmed that the customer had not reported any further issues.